Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the physician connected the atrial lead and the ventricular lead into the wrong c onnector ports. This was found at a clinic programming visit. The device was reprogrammed to aai pacing mode. The patient will be monitored and the device remains in use. No patient complications have been reported as a result of this event.